Event description:
The device was used to deliver energy five times in succession. The pt converted to asystole and allegedly the device would not deliver pacing therapy to the pt. A backup defibrillator of same model was brought on scene and connected to the pt through another therapy cable and the same preapplied electrodes. Reportedly, this device would not display the patient rhythm through paddles lead and pacing could not be initiated. The allegation or allegations upon which these allegations were based was not reported. The reporter indicated that patient outcome was not affected by the discrepancies, based upon a lack of patient viability. The second reported device used is the subject of medwatch report form #3015876-2001-00269.